Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). The ear of the instrument's distal clevis was found to be broken off from the tip of the instrument. The instrument's conductor cap was found to be missing. In addition, the instrument's main tube was observed to have deep scratches/gouges. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .074 - .160 in length and not aligned with the tube axis. Fa concluded that the instrument damages were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the tip of the permanent cautery spatula instrument broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment was retrieved.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that the tip of the permanent cautery spatula instrument broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.